Event description:
It was reported that there was loss of capture and undersensing on the right atrial (ra) lead. The lead was capped. An attempt to place a new ra lead was unsuccessful as the atrium was determined to be "electrically silent." No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had undersensing and a threshold rise with some variability to greater than 5 volts. It was also reported that the patient symptom of loss of atrio-ventricular (av) synchrony was due to the loss of capture and failure to sense on the ra lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number 2649622-2012-09555 and as a result this lead (model 5076/ (B)(4)) is being redacted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and no anomalies were found.